Event description:
Information received by medtronic indicated that the insulin pump body was damaged. No harm requiring medical intervention was reported. Customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). S/w version: unknown retainer ring = clear customer returned pump for an alleged cosmetic damage (damaged pump body) found on (B)(6) 2021. Pump received with frozen medtronic logo. Unable to perform the displacement test, sleep current test, active current test and self test due to frozen medtronic logo. Unable to download history files and traces using thus due to frozen medtronic logo. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. ¿the original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and no frozen display noted. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and critical pump error (open book image) was noted. Successfully downloaded firmware using crest. Pump failed to enter recovery mode preventing download of history files and traces using thus. Swapped pcba 2 into a test pcba 1 with the unit booting up in the same state. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked retainer, pillowing keypad overlay, broken belt clip rails, cracked case above arrow and battery icon, minorly scratched lcd window, scratched case, and cracked keypad overlay. In summary, customer allegation for cosmetic damage (damaged pump body) was confirmed during visual inspection where cracked retainer, pillowing keypad overlay, broken belt clip rails, cracked case above arrow and battery icon, minorly scratched lcd window, scratched case, and cracked keypad overlay was noted. Frozen medtronic logo due to critical pump error (open book image). Unable to confirm other alarms/other anomalies due to critical pump error (open book image) alarm. Problem isolated to pcba 2. Unable to download history files and traces confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.